Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation, however medical records were provided and reviewed. Therefore, the investigation is confirmed for alleged filter tilt and perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
A review of the reported information indicates that model rf400f vena cava filter allegedly perforated and tilted. The information was received from a single source. One patient was involved with no reported patient injury. The female patient is 66 years old and weight was not provided.